Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported b30 error (scope communication error) occurred on the subject device followed by an e216 error (scope communication error). The user tried another scope and it worked. The customer reported that cleaning the scope with the error as directed by the instructions for use did not resolve the issue. Attempts to reach the customer to obtain additional details regarding the reported event were unsuccessful. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During complaint investigation, attempts were made to obtain complete event and reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: a) continuity abnormality of the scope connector internal board due to moisture or moisture that has entered the device due to the following: accidentally applied a load that opens the vent valve while the device is submerged a foreign object such as a fragment of a cleaning tool was caught in the valve of the vent metal and did not close. Water leaked into the tube due to damage/insufficient connection of the water leak detection tube when using the washer, damage to the packing of the washer/water leak detection tube, etc., and entered the scope connector when the water leak was detected. The device with the sterile cap attached has been immersed in reprocessing liquid, the leak tester connector cap is attached to the wet vent cap, the leak tester was attached or detached while the device was underwater. B) failure of the ccd or scope connector internal board due to the following handling: the system ground wire was not connected, the scope connector is plugged or unplugged while the system is powered on, dirt or moisture adhered to the scope connector contacts. C) arrangement disorder and buckling of built-in ccd cables. The event can be detected/prevented by following the instructions for use which state: 1) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 2) "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." 3) "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." 4) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 5) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.